Event description:
It was reported that during a colectomy procedure performed in 2003, the device functioned as intended. Postoperatively, the patient was reported to have staple line leakage. The physician, could not confirm what contributed to the staple line leakage. During the re-operation, there were no malformed or missing staples noted. The staple line was over sewn and the patient is recovering without further complications.